Event description:
Patient was revised to address loosening and poly wear. Additionally the patient was infected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A complaint database did not show any other reports against the tibial tray. The product/lot code combination required to search the complaint database was not supplied for the insert or femoral component. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.